Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar was analyzed and found to have a dislodged clevis pin at the distal end. A clevis pin stuck out at the wrist of the instrument. Pin was attempted to be removed. A cannula and a cannula seal associated with this complaint were also returned for the failure analysis. The investigation did not find any issues on these units.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the force bipolar instrument pin backed out of the instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage or anything out of the ordinary. The reason why the instrument and cannula were removed/returned together was because the pin was sticking out. The port incision was not increased in order to remove the instrument and the cannula together. No fragment fell into the patient. The instrument did not collide with any other instruments or tools during the procedure. There were no abnormalities noted with the force bipolar instrument such as a dislodged/misaligned jaw or grip tip sticking out. The cannula was returned because it was stuck on the arm and the pin was dislodged to pull it off. Prior to attempting to remove the instrument, the instrument jaws were not stuck in a closed position.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The force bipolar instrument was transferred to a failure analysis engineer (fae) for further investigation. Fae confirmed initial investigations made by failure analysis. The clevis pin was confirmed to be dislodged. The pin appears to have some indentation damage on the side that is sticking outside of the distal clevis. Manufacturing engineering reviewed the instrument further and observed that the face of the pin inside the distal clevis is all flat when typically, it has a rounded appearance. This indicates that the swage pin likely broke/split somehow. There appeared to be scratch marks/abrasions on the distal clevis as well. Based on the damage surrounding the pin, it is likely that damage to the pin occurred when attempting to remove the instrument from the cannula. The dislodged clevis pin while previously stated to be attributed to a component failure is actually attributed to manufacturing.